Event description:
A left distal femur fracture repair performed on 11/8/1998. A richard's 4.0 mm intramedullary nail placed. On 3/5/1999, pt experienced symptomatic hardware that required a subsequent surgery. No further untoward effect on pt at this time.